Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 15mg/ml dilaudid at 3.694mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had not been receiving pain relief since the implant. The patient also reported that the pump was superficial, loose in the pocket, they could grab the edges of their pump, and the pump rubs against their right hip bone when they bend or sit up. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient reported that 2 dye studies were done which were normal, the refills had no discrepancies, and the doctor increased the dose without any success in pain relief. The pump logs were checked and everything was normal. The doctor prescribed oral pain medications to help the patient with pain relief. The patient had their pump and catheter replaced. It was reported that the issue was resolved at the time of the report. The pump and catheter would not be returned to the manufacturer. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.